Event description:
A report of difficulty charging was received. After several troubleshooting attempts, it was determined that the patient's pocket was too deep. The patient had a pocket revision to bring the battery closer to the surface. Nothing was explanted and the patient is reportedly doing well.

Manufacturer narrative:
This is the final report.